Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked blood. This occurred on 10 occasions. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, where does it go? Worried that it is entering the patient. This incident happened several times with the pvks (B)(4).

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked blood. This occurred on 10 occasions. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, where does it go? Worried that it is entering the patient. This incident happened several times with the pvks 393230.